Event description:
It was reported to manufacturer that the physician could not interrogate the vns pt's device and pt had experienced an increase in seizures. There were no problems with the programming system as the physician was able to use it to interrogate other vns pts' devices. The physician believes, the generator is at end of service and that is causing the increase in seizures. The increase in seizures is above pre-vns baseline. No pt manipulation or trauma occurred. No causal, contributory, programming or medication changes occurred to have proceeded to the event. Pt has been referred to a surgeon. Good faith attempts to obtain additional info have been unsuccessful to date.